Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously elevated accutni result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a sample for accutni and obtained a result of 2.21ng/ml which repeated at 0.02ng/ml. The erroneous result was not reported outside of the laboratory. A sample collected from this patient earlier gave 0.03 ng/ml as a result when tested for accutni. It is unknown if there was an affect to patient or user with regards to this event.

Manufacturer narrative:
Customer collects samples in glass bd lithium heparin tubes with gel and centrifuges them at 3000 rpm for 10 minutes at room temperature. Qa resulted within specifications during the time of the event. A field service engineer (fse) went on-site on 12/9/2008: fse performed system check which met specifications. Fse reviewed qc and system check data and noted both to be within specifications. Fse also noted that both specimens contained cellular debris and suspected to be the issue for this event. Fse advised the customer of the importance of good sample handling. Fse verified the repair per established procedures and the results met published performance specifications. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report. (B) (4).